Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory had an observation relating to implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) cardiac compass was missing ventricular rate histogram data. The icm remains in use. No patient complications have been reported as a result of this event.